Event description:
Physio-control received a report that "during morning inspection, unit was powered on and white screen was displayed, unit was powered on and off 3 times before display was normal". Upon further inspection it was observed while troubleshooting device, on one boot-up attempt, the device flickered a few times and eventually completed the boot up. A diagnostic event code was logged which is associated with the single board computer assembly intermittently causing the device to not boot up. There was no patient involvement in this event.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly on a mockup and the mockup device would intermittently fail to boot up. The crystal, designator y1, on the single board computer was observed to be intermittently failing to oscillate. The failure to oscillate was observed to occur when the device was not booting up. The date code of the y1 crystal was noted to be agn r. The inoperable y1 crystal on the single board computer of the system pcb was the root cause.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The system pcb and battery pins were replaced. The device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report that "during morning inspection, unit was powered on and white screen was displayed, unit was powered on and off 3 times before display was normal". Upon further inspection it was observed while troubleshooting device, on one boot-up attempt, the device flickered a few times and eventually completed the boot up. A diagnostic event code was logged which is associated with the single board computer assembly intermittently causing the device to not boot up. There was no patient involvement in this event.